Event description:
The MFR received info alleging a bipap st c series had low presence and fluctuates. The pt was admitted to the hospital. The device has yet to be returned to the MFR for investigation. A f/u report will be submitted when the MFR has completed the investigation.